Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 2 infusion set cannula kinked event dates on 10-jun-2024 and 11-jun-2024 after 3 hours of insertion for first event, 3 or more hours of insertion for 2nd event. Insertion site was upper buttocks. Customer regularly rotate site location. The glucose level was 300 mg/dl for first event and 370mg/dl for 2nd event. Furthermore, customer confirmed the introducer needle was ahead of the cannula prior to insertion. Customer replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 1 of 2.